Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the integrated multi-sensor technology (imt) pump seals, the salt bridge tubing and the imt probe. The cse ran dilution check and quality controls, which were acceptable. Upon the cse's instructions the customer replaced the imt tubing and repeated the patient samples, resulting acceptable. The cause of the discordant, falsely elevated sodium and chloride results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension rxl instrument and on the same instrument, resulting lower. The repeat results from the alternate instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.